Event description:
Caller reported blood glucose results of 300 mg/dl and 122 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was not found in meter memory. It is important to note that the date and time was set incorrectly in the meter. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving a glucose reading from her precision xtra meter which was lower when compared to the hcp meter. Customer also reported one episode of loss of consciousness and received a reading of 110 mg/dl at the time. Customer reported going to a health care facility where she was diagnosed with severe hyperglycemia with a reading of 650 mg/dl from a hcp meter and treated with insulin intravenously. Customer reported being put on insulin medication afterward. There was no report of death or permanent injury associated with this event.